Manufacturer narrative:
Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported information. This device passed final testing prior to release. According to the instructions for use (IFU): warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).

Event description:
It was reported the physician performed a novasure endometrial ablation on (B)(6) 2017 and the physician received three unsuccessful cavity integrity assessment (cia) tests. The physician then performed a hysteroscopy and visualized "two small holes at the fundus along with very slight bleeding". The physician stated that the perforation occurred during seating the disposable device. The physician cauterized the perforation. We have been unable to obtain additional information surrounding this event.